Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the silicone tube connector separating from midline on insertion during use. Midline is implanted in patient. When cleaning it after insertion, it is observed that blood comes out of the catheter and that the silicone tube that connects to the catheter has separated from the body of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter detachment is confirmed and was determined to be manufacturing related. One 4fr power midline catheter and five photographs were returned for evaluation. An initial visual observation revealed the extension tubing was returned disconnected from the molded joint. Use residue was observed on the sample. A microscopic observation revealed no damage or deformation on the distal end of the extension tubing, suggesting it was the manufactured end. What appeared to be some adhesive residue and a line encircling the area where the extension leg fits into the molded joint was also observed. The observed features suggest the catheter detachment was most likely caused by poor adhesive application during the manufacturing process. The investigation has been forwarded to the manufacturing site. A quality alert was issued to the appropriate manufacture team and this event was determined to be a rare occurrence. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the extension tube separating from the catheter is confirmed; however, the root cause could not be determined. Four photographs of a 4fr powermidline were returned for evaluation. An initial visual observation of the photographs showed the implanted device. A complete separation was observed between the molded joint and the extension tube. One of the photographs showed the distal end of the extension tube which appeared smooth and even. While the separation can be seen in the extension tube of the catheter in the returned photographs, it was not possible to determine the root cause from the photographs. This complaint will be recorded for future trending and monitoring purposes.